Event description:
Endoleak (type 1b or type 3b): tever was performed on january 22 and the relay plus was implanted. At a later date, follow-up angiography revealed sine (stent graft-induced new entry) from the proximal side and endoleak (suspected type 1b or type 3b) from the distal side. The aneurysm was enlarging but the patient's condition was not serious and stable. The necessity of additional treatment is being considered. Patient outcome - "the patient outcome is unknown."

Event description:
Endoleak (type 1b or type 3b): tever was performed on january 22 and the relay plus was implanted. At a later date, follow-up angiography revealed sine (stent graft-induced new entry) from the proximal side and endoleak (suspected type 1b or type 3b) from the distal side. The aneurysm was enlarging but the patient's condition was not serious and stable. The necessity of additional treatment is being considered. Patient outcome - "the patient outcome is unknown."